Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion. There were no tubing kinks or closed clamps. The fingertip pressure to port site did not resolve the alarm. The cassette was locked on. It was already attempted tapping the cassette on a hard surface, but alarm returned. Then the pump was turned off and clamping the tubing. The reservoir volume was 84.8ml. The event occurred while in use with patient and no patient harm or no patient injury.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported pump was alarming downstream occlusion. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.